Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. During the eval of the device, an issue related to the power management board was observed. The ventilator's power management board was replaced to address the issue.